Event description:
The customer reported the device is unable to turn the defibrillator's power on. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device is unable to turn the defibrillator's power on. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.